Event description:
It was reported that the patient¿s ventricular tachycardia (vt) episode was appropriately treated with anti-tachycardia pacing. However, the patient remained in a fast sinus tachycardia and received an inappropriate shock from the right ventricular (rv) lead. The patient¿s upper detection rate was increased and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2011. A 4196 implantable pacing lead, (B)(6) 2011. (B)(4).